Event description:
The customer reported that the system failed to properly save and recall pt image data. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard disk was evaluated and replaced. The system software and calibrations were also reloaded. The system was tested and found to be working as intended and returned to service.